Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV, partial rotation of implant and a nodule. Device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported "my breasts are burning" and ''I'm sick, I can't lift my arms," patient's report of "'I'm sick, I can't lift my arms¿ is not considered device related.